Manufacturer narrative:
Concomitant medical products: product ID neu_recharger_acc, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that in 2016 the patient noticed the ins was moving/turning. The ins was implanted by the bra strap line. It was also reported that the patient was unable to get all of the coupling boxes. It was stated that they might be able to get 1 bar and then it would go away. This started in (B)(6) 2016. The patient reported that they were unable to charge. They saw the reposition antenna screen during troubleshooting. The patient programmer was able to communicate with the implantable neurostimulator (ins) and said to charge the implant. There was swelling at the ins pocket. It was stated that 2 months ago the patient had "bobbed" their head while they were cleaning the shower. The trouble with charging had been on and off for 3 months.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the second implantable neurostimulator (ins) had ¿turned too¿ and was replaced in (B)(6) 2016. It was stated that the rechargeable ins was not charging. This had occurred 6-8 months prior to (B)(6) 2016 so it would have been in 2015. It was stated that they determined there was a problem with the battery and could not jump it. Information indicated that this device was replaced in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.